Event description:
Patient was using a sequential powered muscle stimulator followed by interferential treatment, with a back garment accessory. Patient received burns and blisters all over the area, where the pads were in contact with the skin. Patient used the device 2 times per day, for 45 minutes per day, for a period of 1 week. Patient wasn't sure of the intensities being used; however patient was barely able to feel it and experienced no pain during the treatment. She felt the pain when she took off the back garment. Patient has had several surgeries on the lower back area and patient is not sure if numbness contributed to the event. Patient sought medical attention. Doctor stated that there is a superficial second-degree burn over the previously grafted area over the sacrum. There is some surrounding crythema.

Manufacturer narrative:
Device & associated back garment have undergone standard test & inspection with no discrepancies found. A more detailed & thorough analysis is in process.